Manufacturer narrative:
The root cause of the observed behavior were batteries which aged prematurely after an update of the power supply software to 1.50 end of 2015. A voluntary recall is initiated: dräger has developed interim solutions with customers who carry out transports frequently to prevent the potential for ventilator failure during the typical clinical workflow; information of users via fsn about this issue and provide specific advices to customers using devices for transport; downgrade of the power supply software to fw 1.49 and replacement of batteries; preventive replacement of batteries each 6 months until final solution is available. Notification of affected customers until february 8th, 2016 sw dowgrade from 1.50 to 1.49 and exchange of affected batteries of ps500 until july 31, 2016. The device alarmed prior to battery depletion, the stop of ventilation was anounced via the secondary alarm sourceas specified.

Event description:
It was reported: "after about 1 hour in operation the vn500 alarmed "battery low". Then after about 1 minutes the vn500 battery failed." There was no injury reported.